Manufacturer narrative:
H3: there is no specific connexion gxl device information provided. The cause of the patient's condition and revision surgery as related to the devices cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.

Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation, this patient had left hip replacement on (B)(6) 2017. They were revised on (B)(6) 2022, approximately 5 years 9 months after their initial procedure. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.